Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that malfunction alarms occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 253-259 mg/dl.

Manufacturer narrative:
Malfunction was verified. Time setting issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.